Manufacturer narrative:
This report is submitted on july 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to cholesteatoma. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed cholesteatoma and underwent an attempted device explantation on (B)(6) 2023. However, the surgery was aborted, and the implant was left in place. Subsequently, the patient experienced recurring cholesteatoma, infection, and extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2025. Device analysis report attached. Correction: the previous MDR [6000034-2023-02180] submitted on june 20, 2023 was filed inadvertently. No explant was performed; the patient underwent revision surgery on (B)(6) 2023.